Event description:
It was reported that pump experienced malfunction alarm. Customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer contacting healthcare provider to obtain multiple daily injections. Technical support attempted to guide pump reset but was unsuccessful due to battery issue, and pump replacement was arranged.